Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins was replaced. The old device was dead and could not be interrogated. The account discarded the old device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that this is the patient's third overdischarge. The patient was in the hospital where he could not recharge. The patient did not have time to jump start to retrieve programming and impedances, but the rep will at the replacement consult. The patient has a replacement planned, but it not yet scheduled. The rep called back to ask about testing impedances when the patient's ins is at end of service (eos). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins will be replaced on (B)(6) 2019. No further information was reported.